Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 534 mg/dl. Bg level was corrected with a manual injection of insulin, and the customer reverted to an alternate method of insulin therapy. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.